Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the device displayed to pull 4 ml of humulin r instead of 4 units. A technical support specialist (tss) used aila to investigate the issue and verified the steps by checking on the server, where it was determined that the medication was configured in milliliters (ml) instead of units; the tss then provided the instructions to the customer via email to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device prompted the user to pull 4 ml of humulin r instead of 4 units while dispensing medication. The nurse was administering medication according to a sliding scale order for the patient at the time of the event. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.